Event description:
A peritoneal dialysis patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered during dwell 4 of 5 of pd treatment. There was fluid found in the pump module area and on the external cassette. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to event. The patient was able to resume use of the cycler the next day and has been using it since with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered. The leak was discovered during dwell 4 of 5 of pd treatment. There was fluid found in the pump module area and on the external cassette. In a follow-up, the patient verified the event and said there was no harm, intervention or adverse event due to event. The patient was able to resume use of the cycler the next day and has been using it since with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.